Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent struts from the proximal end of the stent were lifted and pulled distally from their crimped position. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-may-2020. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50x38mm promus element drug-eluting stent was advanced but was not able to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.